Manufacturer narrative:
Other text: one ventilator was returned for evaluation. Visual inspection of the device found it to have a missing air mix knob and the manometer noted to be aligned. Device underwent functional testing by attempting to power on device with control knob and o2 supply; the reported customer complaint was confirmed. Damage to the switch cam assembly was noted to have caused the fault, with user interface as the problem source from impact to the device.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have a missing air mix knob and the manometer noted to be aligned. Device underwent functional testing by attempting to power on device with control knob and o2 supply; the reported customer complaint was confirmed. Damage to the switch cam assembly was noted to have caused the fault, with user interface as the problem source from impact to the device.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac when turning on device the device will not turn off.